Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting assistance ending her treatment on (B)(6) 2013. She indicated that her pd effluent was cloudy and she was experiencing cramps. A review of the patient's medical records indicated a peritonitis event on (B)(6) 2013. Cultures show positive for acinetobacter baumanni; vre in peritoneum.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and the clinical investigation reveals the following: review of the 15 pages of medical records information received indicates that this patient has had recurrent peritonitis. The patient was treated with intra-peritoneal antibiotics. The patient's peritoneal dialysis catheter removed and changed modalities to hemodialysis. A supplemental report will be submitted upon completion of plant's investigation.